Event description:
User indicates that she went to her doctor complaining of irritation and burning when using the product. The doctor prescribed an estrogen crea as her doctor thought perhaps if nothing else changed she was experiencing vaginal dryness leading to irritation during intercourse.

Manufacturer narrative:
On (B)(6) 2018 from the analysis of the DHR, inspection of retained samples for microbial test there is no abnormality found with respect to the reported complaint. No further investigation or corrective action with respect to this complaint will be done and no root cause can be identified.

Event description:
User indicates that she went to her doctor complaining of irritation and burning when using the product. The doctor prescribed an estrogen cream as her doctor thought perhaps if nothing else changed, she was experiencing vaginal dryness leading to irritation during intercourse.